Event description:
Boston scientific received information that this right ventricular lead had high thresholds. In addition, a loss of capture was also noted. This patient did have an underlying rhythm however, it was only in the 20 beats per minute range. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced. Investigation is completed to date. Should additional information become available this event will be updated.